Event description:
It was reported that the surgery was extended by 150 minutes due the tensioners functional failure.

Manufacturer narrative:
Two wire tensioners (103101) were returned for investigation. The visual inspection of the returned devices shows signs of significant wear/use. These devices were manufactured in 2009 and 2003. In 2011 all stock was depleted. This device has been re-designed as 71070341. Normal wear has potentially caused the reported failure. We recommend that all reusable items be routinely inspected for wear and damage and replaced as necessary. Based on the performed investigation, it was however not possible to determine a specific root cause for the reported event.